Manufacturer narrative:
Technician found the right siderail end tube was broken, not allowing the siderail to latch. Replaced the siderail end tube to resolve this issue.

Event description:
Information received that the right siderail could not latch. No injury reported.